Event description:
It was reported that the patient had been hospitalized due to being unconscious. The patient's stated that there blood glucose was low but did not state what there levels were. The pod was worn between 4 and 24 hours. The patient was treated with medication (basalgar) to bring his sugar up, insulin (humalog) and d50. The patient was released the two days later. The pod was worn when seeking medical attention but was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.